Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient presented to the emergency room (ER) after being discharged one day prior for pulmonary edema on (B)(6) 2021. The patient presented with acute dyspnea on exertion, fluid overload, and hemoptysis. The patient was transferred for admission. The patient's condition was not device or implant procedure related. Per additional information from the research coordinator, multiple computer tomography (CT) scans were performed and revealed mild edema with lower lung atelectasis and effusions. The patient was seen by cardiovascular surgery who recommended that the patient obtain structural heart disease evaluation and CT transaortic valve replacement (tavr). The patient had progressing worse dyspnea and shortness of breath + orthopnea. An aortic valve closure was performed via transcatheter aortic valve closure on (B)(6) 2021. Following the procedure, the patient had residual aortic insufficiency flow across the aortic valve. A 2d echo was performed on (B)(6) 2021 and revealed no evidence of aortic regurgitation. The patient was started on heparin for bridging with goal international normalized ratio (inr) 2-3 and was discharged with inr of 1.7. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) lists bleeding and aortic insufficiency as adverse events that may be associated with the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. It also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 01oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021 after they had presented for right heart catheterization for lvad speed optimization and the vad speed was increased to 5500 rpm. The patient had an echo on (B)(6) 2021 noting moderate to severe aortic insufficiency (ai), compared to trivial ai in (B)(6) 2021. During the recent hospital stay, the patient was seen by cv surgery who recommended to obtain structural heart disease evaluation and the patient had a CT transcatheter aortic valve replacement. The patient stated that after they left the hospital they experienced progressively worsening dyspnea and presented to the hospital with complaints of shortness of breath and orthopnea. The patient's respiratory rate was noted to be in the 30s. After discussion with structural heart disease (shd), the plan was an aortic valve closure as the patient was symptomatic and high risk for surgical repair. The patient underwent av closure on (B)(6) 2021 and had residual ai. The patient was started on heparin for bridging with a goal inr of 2-3. The patient's inr on discharge was 1.7.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented to the emergency room with bleeding, acute dyspnea on exertion, fluid overload, and hemoptysis that started on (B)(6) 2021, as well as pulmonary edema with cardiac cause. The patient was admitted.